Event description:
It was reported that the patient presented in the or for change-out due to systemic infection. Externalized externalized conductors were noted via fluoroscopy. Patient was asymptomatic with a brief period of asystole; the patient's sinus rhythm and pressure returned slowly. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.